Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that while moving the detectors into position for a pre-study and using the hand controller, the detectors continued to move after the buttons were released. The operator activated a collision sensor on the collimator and all system motion halted. There was no harm to the patient, operator, or bystander. Based on additional information from field safety notice (fsn 88200521) / health hazard evaluation (hhe ami-1123-2019), it has been determined that this record is a reportable event.